Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 submitted: 09/04/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 08/08/2012 with the following findings: review of the black box and download history showed no activity outside normal use and no evidence of power loss. On examination of the battery cap, there was a small spot of rust on the cap spring, indicative of moisture ingress into the battery compartment. The battery cap measurements were found to be within specifications. A rewind, load and prime sequence was successfully performed without loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no loss of power. A leak test was performed with no resultant leaking. The pump was removed from the case for investigation and there was no evidence of defect to the power circuit.

Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump would intermittently power off. The patient noted the battery cap has been difficult to remove from the pump, and is unsure when the cap was last changed. There was no allegation of patient injury associated with this issue. The pump was not available at the time of the call, so no troubleshooting was performed.